Manufacturer narrative:
Pump error 63 alarm confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm during self test. Customer stated that the time or error was basal. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. Customer again performed self test and it was not passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.